Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer initially called in to inquire about the proper calibration process. The customer stated she received a meter bg now alert. The customer stated she had not calibrated the sensor in 12 hours. The customer reported that she had low blood glucose of 44 mg/dl earlier that day and treated with soda and did not recall if she calibrated. Blood glucose during the call was 333 mg/dl and the customer wanted to enter calibration. The customer was advised about the recommended calibration steps and was explained that she has to calibrate when her blood glucose is stable since the calibration would not be accepted when reading is too high or low. She also reported that the insulin pump has a scratch on the lower left part of the screen that extends over to left bottom corner. Customer stated that she is able to read the screen. Customer was advised to monitor the insulin pump.